Event description:
Device returned for repair only with upper jaw disassembled from the actuator. No pieces were broken or missing from the device. Contact with hosp confirmed that the device had disassembled during use in the body. Piece was retrieved with no pt injury or procedural complications.